Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma, and inflammatory process of infectious origin.

Event description:
Healthcare professional reported right side capsular contracture (grade IV), "externally observed changes in the skin, erythema type, redness, heat, pain, local swelling", "an inflammatory process of infectious origin such as superficial cellulitis", radial folds of wrinkles (lobulations), "periprosthetic collection type correlates to seroma-type study type study, rule out infectious inflammatory process versus late foreign body reaction with presence of signs of inflammatory reaction in adjacent soft tissues", intense tenderness. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Device has been explanted.